Event description:
The user facility reported that approx 5 pts experienced post-operative sore throats after surgery where lma's were used. In one case, a pt, weight unknown, required overnight hosp admission and was treated with steroids for a severe sore throat. Two other pts had red and inflamed sore throats that resolved spontaneously. No details regarding need for treatment were available for the other 2 pts. All events of sore throats have completely resolved. The problem was investigated, and it was determined that all lma's were being cleaned with matar, a phenol-based germicidal. The period of use of the improperly cleaned lma airways was approx 4 weeks starting at the end of 11/2001. All suspect lma's have been removed from service, and the physician stated that the institution has switched to all disposable lma-unique's. No further info is expected.